Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels (45-60 mg/dl). Reportedly, the cause for low bg levels was due to the customer taking metformin and continuing to use the pump for insulin therapy. Customer addressed low bg levels with juice. Reportedly, the customer discussed the reported issue with a health care professional.